Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon eval, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the system is alarming that the belt is not connected with the monitor. The pt was provided with a replacement electrode belt.